Event description:
It was reported that the (B)(6) survey isolate initial result identified the isolate as vibrio hollisae sp. The isolate was ran in four panels using the neg combo 50 panel, 1-panel resulted to high probability identification vibrio hollisae (90.44%), 2-panels resulted to low probability identification of vibrio hollisae (79.8%) and 1-panel resulted to low probability identification of vibrio hollisae (55.50%). It was reported that the qc was within range before and after the reported misidentification. The correct ID of the isolate was shigella boydii per 2015 (B)(6) d-a bacteriology participant summary report. There was no report involved as this was a proficiency survey.

Manufacturer narrative:
The manufacturer participated in the same proficiency survey using d-04 2015 (B)(6) survey isolate. When tested on conventional overnight panels and read on the wa instrument, an ID of leminorella sp. 93.14% was attained. When the same panel was read on the autoscan-4 (as-4) instrument, an ID of shigella sp. 99.30% was attained. The difference between the two reads was the cf8 (cephalothin 8 (ug/ml) well; the cf8 well was negative on the wa and positive on the as-4. It was noted that the cf8 well was a weak positive when visually verified. The results from the cf8 panel along with the panel results from the other biochemicals/antimicrobics are used to generate the biotype number for the organism tested and the corresponding identification. An ID of shigella was also attained on two additional tests using rapid negative panels. Also, the sample was tested on an analytical profile index (api) strip as a reference test method and a low probability ID of shigella sp. Was attained. It is possible that emerging resistance with this organism may be contributing to the identification discrepancy. Review of the submitted data from the customer revealed that the isolate was oxidase positive, the manufacturer internal testing indicated negative. Indole was negative on three of the four panels which are consistent with the manufacturer internal testing. If the oxidase was changed to negative on the two panels with low probability identification of vibrio hollisae 79.8%, the identification would change to the leminorella sp. If the oxidase was changed to negative on the other panel with low probability identification of vibrio hollisae 55.50%, the ID would change to shigella sp. (B)(4).